Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and functional testing of the sample did not confirm the reported condition. Therefore the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had no flow during filling. The device was being filled with a solution of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.